Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and the device was explanted and replaced. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with no telemetry. A longevity calculation was performed and found battery depletion was premature based on device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion.